Manufacturer narrative:
Device passed the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement, and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No device problems found during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer experienced symptom such as nausea. Customer was not using auto mode of insulin pump. The insulin pump will not be returned for analysis.